Event description:
It was reported that cassette reservoir was found to be leaking after compounding. The device was not sent to client and there was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9: 23-july-2024. H3: one (1) sample was received. The sample was received in used conditions, decontaminated, without its original packaging and inside in a plastic bag. Functional testing with colored water using a syringe was used to detect any occlusion. A leak was detected in the device received.in the medication bag due to a little hole.in the sealing area. According to sample received, the failure mode ¿leaking¿ was confirmed in the device received. There is not a non-conformance or deviation related to the failure reported in the device history record for finish good and component associated.